Event description:
Report received of an independent rate change. The pump was programmed to deliver an unspecified concentration of heparin at a rate of 10ml/hr on the primary line. The nurse checked on the pt at 2:00pm and 3:00pm, and the heparin was infusing at 10ml/hr. At 4:00pm, the nurse reported that the pump was infusing at a rate of 150ml/hr. The pt received 188.6ml of heparin in approx 2 hrs. The pt did not experience any adverse effects. No dr was notified, but not medical interventions were required. Though requested, there was no further info available.